Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a left ventricular lead revision after their heart failure had not reversed. The lead provided no benefit to the patient and was explanted. A new left ventricular lead was implanted in an anatomically better position. The patient was stable throughout.